Manufacturer narrative:
The reported event was inconclusive. Visual inspection noted one dome bag with a portion of the two-way foley catheter was returned. The tamper evidence seal was intact. Visual evaluation noted the inflation valve was present and open. The results of the evaluation were inconclusive due to poor sample condition. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "foley catheter removal 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter could not be deflated and as a result was difficult to remove. Nursing staff was ultimately able to remove the catheter by aggressively pulling the catheter. Upon removal, it was found that the balloon was still inflated. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter could not be deflated and as a result was difficult to remove. Nursing staff was ultimately able to remove the catheter by aggressively pulling the catheter. Upon removal, it was found that the balloon was still inflated. No medical intervention was reported.